Event description:
It was reported that during a drg lead revision on (B)(6) 2024 (lead migration reported in manufacturer report: 1627487-2024-06974; 1627487-2024-06975) the patient's physician was unable to remove the drg leads due to patient scar tissue. The patient's existing drg leads were cut and left implanted in order to complete the procedure. Surgical intervention may take place at a later date to address the inactive leads.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.